Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise with oversensing resulting in automatic mode switch episodes were reported. Abbott technical support was contacted and recommended provocation testing to rule out insulation failure. However, no diagnostic imaging was performed to confirm lead damage. Instead, the device sensitivity was reprogrammed and the patient will be monitored. The patient was stable with no adverse consequences.